Event description:
The pt received a 50-70u blous of formula over a 2 1/2 hr period via a feeding pump. The pump was set to deliver 5cc/hr, and initially appeared to be delivering the appropriate dose. When the feeding bag was found to be empty, the pump was shut down. When tested off of the pt even the pump turned off, formula dripped quickly from the tubing. The infant's abdominal girth increased by 2 1/2 cm and she had approx. 25 cc of aspirate. She required a transfer to the picu.